Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures.

Event description:
It was reported that the procedure was to treat the mildly calcified, mildly tortuous, 80% stenosed left anterior descending (lad) coronary artery. Pre-dilatation was performed with a 2x12 mm trek balloon and then the 3.5x38 mm xience xpedition stent was deployed at nominal pressure. The stent was post-dilated with a 2.75x12 mm nc trek and a distal edge dissection was noted. A 2.75x33 mm xience xpedition stent was used to treat the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.